Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device activated on its own in the ligasure mode. The device had been used for 50 minutes prior to this occurrence. There was no tissue between the jaws at the time and the jaws were in the open position while outside of the pt. There was no pt injury.